Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of stimulation and impedances >10,000 ohms were measured. The extension was explanted and replaced. The pt was not injured and was doing well after the replacement. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.